Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), the first episode of abdominal pain ("abdominal pain"), rash ("rashes"), pruritus ("itching"), dysgeusia ("metallic taste m mouth"), weight fluctuation ("weight fluctuation"), vaginal infection ("vaginal infections") with vaginal discharge, the second episode of abdominal pain ("cramping"), back pain ("severe back pain") and fatigue ("fatigue"). The patient was treated with surgery (on (B)(6) 2015 a hysterectomy was performed (uterus and cervix were removed). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, first episode of abdominal pain, rash, pruritus, dysgeusia, weight fluctuation, vaginal infection, second episode of abdominal pain and fatigue outcome was unknown and the back pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, the first episode of abdominal pain, rash, pruritus, dysgeusia, weight fluctuation, vaginal infection, the second episode of abdominal pain, back pain and fatigue to be related to essure. The reporter commented: despite treatment, the patient´s symptoms did not improve. Since her removal surgery, the patient´s symptoms have mostly resolved, but some remained. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: ultrasound scan vagina result was confirmed full occlusion of fallopian tubes. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and abnormal heavy bleeding (seen as genital haemorrhage). A total hysterectomy was performed to remove micro-inserts around 5 months after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal heavy bleeding") in a 38-year-old female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, pelvic discomfort, uterine fibroids, uterine leiomyoma and dysfunctional uterine bleeding. Concomitant products included antibiotics, antiinfectives and lisinopril. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches /pain across forehead"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pruritus ("itching"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced the first episode of abdominal pain ("abdominal pain"), rash ("rashes"), dysgeusia ("metallic taste m mouth"), weight fluctuation ("weight fluctuation"), vaginal infection ("vaginal infections") with vaginal discharge, the second episode of abdominal pain ("cramping"), back pain ("severe back pain / lower back pain"), fatigue ("fatigue"), fungal infection ("yeast infections") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (transvaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, rash, pruritus, dysgeusia, weight fluctuation, vaginal infection, the last episode of abdominal pain, back pain, fatigue, vaginal haemorrhage, menorrhagia, fungal infection, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, weight decreased and vulvovaginal pain outcome was unknown. The reporter considered back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased, weight fluctuation, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: despite treatment, the patient´s symptoms did not improve. Since her removal surgery, the patient´s symptoms have mostly resolved, but some remained. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Ultrasound scan vagina - in march 2015: confirmed full occlusion of fallopian tubes on (B)(6) 2015 patient had endovaginal ultrasound shows essentially normal pelvis with the uterus being only slightly enlarged with multiple small fibroids seen most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, lot number received,concomitant drug and concomitant condition added,event added as follows:- vaginal haemorrhage, menorrhagia,fungal infection, migraine, headache, dysmenorrhea, dyspareunia, weight increased, weight decreased, vulvovaginal pain. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal heavy bleeding") in a 38-year-old female patient who had essure (batch no. C06473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, pelvic discomfort, uterine fibroids, uterine leiomyoma, dysfunctional uterine bleeding and hypertension. Concomitant products included antibiotics, antiinfectives and lisinopril since 1998. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal),"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches /pain across forehead"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced rash ("rashes"), pruritus ("itching"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("yeast infections/ infection (yeast vaginitis)"). On an unknown date, the patient experienced the first episode of abdominal pain ("abdominal pain"), dysgeusia ("metallic taste m mouth"), weight fluctuation ("weight fluctuation"), vaginal infection ("vaginal infections") with vaginal discharge, the second episode of abdominal pain ("cramping"), back pain ("severe back pain / lower back pain"), fatigue ("fatigue"), vulvovaginal pain ("vaginal pain") and skin disorder ("skin conditions"). The patient was treated with surgery (transvaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, pruritus, dysgeusia, weight fluctuation, vaginal infection, the last episode of abdominal pain, back pain, fatigue, vaginal haemorrhage, menorrhagia, migraine, headache, dysmenorrhoea, dyspareunia, weight decreased and vulvovaginal pain outcome was unknown and the rash, vulvovaginal mycotic infection, weight increased and skin disorder had not resolved. The reporter considered back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, pruritus, rash, skin disorder, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased, weight fluctuation, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: despite treatment, the patient´s symptoms did not improve. Since her removal surgery, the patient´s symptoms have mostly resolved, but some remained. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Ultrasound scan vagina - in (B)(6) 2015: confirmed full occlusion of fallopian tubes on (B)(6) 2015 patient had endovaginal ultrasound shows essentially normal pelvis with the uterus being only slightly enlarged with multiple small fibroids seen quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet received. Reporter information, patient¿s relevant history updated. Event infection (yeast vaginitis) was clubbed with previously reported event yeast infections and was recoded to vulvovaginal mycotic infection. Event skin disorder was newly added. Outcome of events rash, skin disorder and weight increased updated to not resolved. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed spontaneous legal case report refers to female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pain and abnormal heavy bleeding (seen as genital haemorrhage). A total hysterectomy was performed to remove micro-inserts around 5 months after insertion. The reported events are serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Besides that abnormal genital bleeding and menses pattern changes may occur either. In this specific case, consumer presented the events after insertion. Considering compatible temporal relationship and absence of alternative explanation, causality between events and essure cannot be excluded. This case was regarded as incident, since device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.